Event description:
The clinic reported microbubbles throughout the blood set, including the venous line past the venous line clamp, with no "uabd" alarm. There was no pt injury or medical intervention.